Manufacturer narrative:
Final analysis of the pump found a general anomaly with the hybrid. Hybrid current drain (static) was tested and the current drain read high. The hybrid was removed for further testing. Using a test hybrid, the pump was able to be programmed, therefore ruling out an issue with the motor and battery. Battery was tested and passed testing.

Manufacturer narrative:
As initial analysis confirmed no telemetry and a high current drain, further detailed analysis was performed on this device. It was concluded that the no telemetry and high current drain were due to a leak battery filter capacitor (c7).

Manufacturer narrative:
Product ID, 8703w lot# n22135a, implanted: 1996 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was an inability to interrogate or program the patient's device. The patient's physician attempted to read the pump with three programmers, but all of which were unsuccessful. The physician also removed all potential sources of electromagnetic interference and turned off the patient's implantable stimulator. New batteries were put in one programmer, but telemetry still wasn't possible. It was noted that two other patients had been successfully programmed in the same room earlier that day and the physician had not had prior difficulty reading this patient's pump. It was also reported that the patient had been hearing his pump's critical alarm every hour. The patient was also experiencing a severe increase in low back pain. The physician planned to replace the pump the following day while managing the patient with oral medications in the meantime. The drugs used in this system were morphine, fentanyl, clonidine, and bupivacaine. Five days later, it was reported that the pump had been replaced and the patient recovered without sequela.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.